Event description:
It was reported that high impedances were noted. The patient had lost stimulation on or around (B)(6) 2013. The patient kept charging the device despite not using it. Impedances on all 4 electrodes on the patients paddle lead were greater than 3, 600 ohms. An xray was done and it appeared there was a fracture on the extension. An attempt to reprogram was done, but stimulation could not be obtained. It was stated that the patient was looking at a future revision, but there was no date. The patient¿s status was alive with no injury. It was further stated that once the revision was scheduled, an update would be provided. If additional information is received, a follow up report will be sent.

Event description:
The company representative reported on (B)(6) 2014 that the patient¿s revision was scheduled for (B)(6) 2014. The company representative confirmed on (B)(6) 2014 that the revision was successful. The extension was not working and x-ray showed that it had broken into two. The patient¿s coverage was excellent and she was doing well.

Manufacturer narrative:
Product ID: 3708360aa, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).